Event description:
Philips identified a software defect in iscv (intellispace cardiovascular) wherein the converter service failed due to an out of memory error. The device was in clinical use at the time of the event. No adverse events or harm were reported in the complaint. Although no adverse events or patient harm were reported in the associated complaint (B)(4), this malfunction has been determined to be reportable. Under specific circumstances, it could potentially lead to delayed diagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, philips has determined that this constitutes a reportable malfunction.